Event description:
A malfunction was reported on the pump, and it was identified with a malfunction code malf 9. There was no adverse impact on the customer's blood glucose level. The customer was provided with information on how to reset the pump by technical support and successfully reset it. The malfunction code did not recur, and the customer was advised to continue using the pump and to contact support if the issue returned.